Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and pace impedance measurements greater than 3000 ohms. Technical services (ts) recommended interrogation and lead testing. This lead remains in service. No adverse patient effects were reported.